Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial/lot #: (B)(4), ubd: 03-dec-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week after implant of the device the patient developed a pocket infection at the location of the implantable neurostimulator (ins). A week or two after re-implantation of the device a second infection occurred. At this point the ins and extension were explanted. Additional information was received from a hcp. It was reported that the device was implanted on (B)(6) 2020, the infection was reported on date: (B)(6) 2020 and the revision took place around (B)(6) 2020.